Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had had act button broken and had power loss and had to reset the battery to get it to came back on. Customer stated that insulin pump was slower in rewind and had vertical crack at battery threads. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.